Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon deflation issues occurred. The vascular access site was femoral. The eccentric, de novo, target lesion was located in the severely calcified posterolateral branch. The target lesion was 15mm in length. A non-bsc guide wire was advance and then an apex monorail 2.00x15mm balloon was advanced to the lesion site and the balloon was inflated completely with a non-bsc inflation device. The balloon was inflated for approximately 20 seconds. Several attempts to deflate the balloon were made but unsuccessful. The balloon was inflated for over 30 seconds before the physician was able to deflate the balloon using a 50cc syringe. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
(B)(4): a visual inspection of the entire device found that the hypotube was severely kinked at 64.4cm and 91.2cm distal to the strain relief. Some minor kinks were also present at various locations along the length of the hyoptube. An examination of the proximal weld site found that the shaft was bunched / accordianed. This bunching stretched from approximately 5mm proximal to the proximal edge of the proximal markerband and it extended proximally along the shaft for a total length of approximately 10mm. Several attempts to inflate the balloon failed, due to the kinking and bunching of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)